Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: purchasing. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter. Prior to patient contact, the operator experienced difficulty advancing the metal stiffener into the catheter. Instead, another similar device was used to successfully complete the procedure. Upon device return on (B)(6) 2022, it was observed the metal stiffener was lodged inside the catheter and the metal stiffener was difficult to remove. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation on 28apr2022, cook medical inc. Received a complaint from a representative of the vascular center of colorado, located in the city of colorado springs co. It was reported that a patient of unspecified gender and age underwent an unspecified procedure in which an ultrathane mac-loc locking loop multipurpose drainage catheter (ult8.5-38-25-p-6s-clm-rh; lot #: 14343711) was to be used. The medical staff stated that they were unable to advance the inner stiffener having a pink hub into the drain. They attempted this on the back table but were unable to get the stiffener in. It was decided to place the drain aside and use a new one, which worked fine. This drain never made patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The customer returned one ult8.5-38-25-p-6s-clm-rh, with the metal stiffening cannula and blunt stylet fully inserted through the catheter to cook for evaluation. There was biological matter throughout the length of the device. The metal stiffener was confirmed to be stuck within the lumen of the catheter. The distal tip of the catheter and stiffener were manipulated, which released the stiffener. There was no visible damage on the stiffener or catheter. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter were measured within specification. The customer also provided photos showing the reported difficulty. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14343711 and the related sub-assembly lots, catheter tubing ((B)(4)) and disposable stiffening cannula ((B)(4)), revealed one relevant non-conformance for ¿bad tip¿ discovered in two lots ((B)(4)) in which all 4 nonconforming devices were scrapped prior to further processing. A database search was completed on lot 14343711, confirming no additional complaints were received. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, dhf, and IFU suggested no evidence that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.